Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll ns plunger rod was broken / damaged. The following information was provided by the initial reporter: material # 302055 batch # 2412002 verbatim: complaint via email. Email(s) attached we received complaint (B)(4), indicating a syringe broke during use by the customer. This event was experienced with use of syringe item 302055, lot 2412002. A photo was provided; no physical sample is available.